Event description:
Child presented to hospital with a rash/burn to her lower back, parents suspected it was from her bill blanket. Evaluation was unable to determine exact cause of her rash/burn, MRI showed large fluid collections to the lower back, pediatric surgery also seeing the baby and feel that this is also a vascular abnormality/possible hemangioma. Child was transferred to (B)(6) hospital in (B)(6). It was confirmed that this facility does have pediatric vascular anomaly team.